Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). Product return anticipated.

Event description:
Customer reported the alarm will not sound no matter what mode is used. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Updated event and evaluation codes. Evaluation found the unit has power with batteries but does not sound when nothing is connected due to moisture exposure on the printed circuit board. Visual findings revealed the moisture indicator label turned red indicating the unit was exposed to moisture. Additionally, scratches on the exterior housing, brown corrosion on the magnet plate and both dust covers underneath the battery slots have been damaged. Based on the findings, it is unlikely that a manufacturing non-conformity contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# 2018-01286

Event description:
Supplemental required for additional information.